Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. S4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that about one week from the date of this report the pt developed a sore area around her stoma associated with leaking under the skin barrier. The pt stated "it is a crescent shaped area 3 to 5 mm wide and 15 mm long that bleeds a drop or two at each change." No additional info was provided. Pt outcome is not reported.